Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the catheter array exhibited spline inversions during the procedure and the patient experienced cardiac tamponade and pericardial effusion. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. It was noted that the pulmonary veins (pvs) had a common ostium, and more wiring and searching than usual was performed during the procedure to confirm this. The catheter was also removed from the patient twice due to an inverted spline. The procedure was completed successfully. After the procedure the patient became unstable, and a pericardial effusion was seen on transthoracic echocardiogram (tte). Pericardiocentesis was performed which drained more than 500ml of blood. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.